Event description:
The recipient reportedly experienced incorrect electrode insertion. The electrode guide was in the vestibular canal. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.